Event description:
Procedure: cholecystectomy. According tot the reporter: problem with the bag during the surgery - the bag torn. The bag was not torn out of the package, but was torned during the surgery. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.

Manufacturer narrative:
(B)(4).